Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family reported via phone call that they experienced diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of incident. Customer was treated with manual injection. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.